Event description:
The account alleges that the hi/low will operate when the head or knee functions are activated, resulting in unintentional movement of the hi/low.

Manufacturer narrative:
The technician replaced the bed control cable, and wiring harness, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.